Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Analysis was unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 111 mg/dl at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.